Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they had been upgraded to piic ix a month ago and they were not receiving audio because the system had no external speaker. There was no patient incident.